Event description:
Bed located in ccu, no injury was reported. Customer alleges the hydraulic pump motor continues to run after the switch is released. The bed stops moving when the switch is released but the motor runs.

Manufacturer narrative:
Notes from hill-rom technician: upon inspection of bed, found that the head up button on patient left side was stuck, I then removed panel and cleaned some kind of sticky fluid from behind panel that caused button to stick, then reinstalled panel, bed now functions properly.